Event description:
It was reported that on the day of implant, there were high impedances of greater than 10,000 on electrodes 8, 9, 10, 12, 13, and 14. It was noted that 7 was also high intra-operatively, but it cleared by the time they went to post-operative with the patient. The reporter noted that the health care professional disconnected the lead, wiped off the tails and suctioned out the battery twice during the procedure when the impedances were run. They were fluctuating so they opted to wait and monitor the patient. It was noted that impedance testing and reprogramming was performed. It was noted that the cause of the issue was not determined and it was unknown if the issue resolved. The patient had coverage in all painful areas post-operative. No patient symptoms or complications were associated with the event. It was further reported that the patient was to be seen on (B)(6) 2014 for a post-operative appointment. It was noted that two days after surgery, the patient was still feeling stimulation where she needed it and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).